Manufacturer narrative:
Additional information was received that there will be no further course of action. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having stimulation in non-target areas. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Event description:
A report was received that the patient was having stimulation in non-target areas. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.